Manufacturer narrative:
Batch review performed on 13 january 2016: lot 152604: (B)(4) items manufactured and released on 23 september 2015. Expiration date: 2020-08-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2015 the surgeon revised the ball head and liner to slightly lengthen his leg. The surgeon went from a 28mm size m 0mm offset ball head to a 28mm size l+3.5mm offset ball head. The surgery was completed successfully. The patient requested to keep the explants. There are no x-rays available.

Manufacturer narrative:
On 11mar2016 it was prepared a final report with the information already submitted in the initial report. On 14mar2016 the report was sent to the initial reporter and the case was closed.